Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip burned out at 42,697 joules of use; the case was continued using a second fiber, which also was reported to have a burned tip at 16,989 joules of use. The case was completed by turp. This report is for the first fiber used. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap remains intact and attached; exhibits a drilled through condition. The fiber cap exhibits detritus and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition has the potential for a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure; limiting the performance of the fiber.